Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac monitor exhibited backup vvi mode. The device remained implanted. Patient is stable and has not suffered any side effects.